Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 1998. An independent physician consultant has reviewed the CT scans and angiograms and has concluded that the proximal neck of the aneurysm is angulated 60 degrees right lateral and the iliac vessels are unremarkable. It is reported that the pre-implant size of the aneurysm was 6.5cm. The pt was surgically converted to open repair and explanted due to growth of the aneurysm sac to 8.1cm in 2001. There was no evidence of an endoleak or migration. It is reported that there was presence of fibrinous exudate in the aneurysm sac. Medtronic ave has rec'd the results of the cultivation and histological analysis of the exudate. The results reveal the cultivation of the aneurysmal sac is negative for gram and mycetes; cultivation of the arterial aortic wall is positive for staphylococcus aureus and negative for mycetes. It is reported that the pt is well and there was no clinical sequelae reported relative to the event. The explant will be returned to medtronic ave for investigation and evaluation. Medtronic ave has received photocopies of the CT films and angiograms. The independent physician evaluation reveals that good technical results were achieved initially and on follow-up with no endoleak. The increase in the abdominal aortic aneurysm size is of unclear etiology possibly due to endotension. Further info from the user facility is pending.